Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that due to a suspected clot the impella was replaced with another impella. Reportedly when suturing the impella blue hub a very large hematoma was noticed and the patient¿s blood pressure dropped, pressors were increased, and manual pressure was held for one hour. An angiogram was performed revealing no clear dissection of extravasation, vascular surgery was consulted and agreed with the findings. The patient was reported to be maxed out on pressors and received two units of packed red blood cells. The surgeon stated it was refractory cardiogenic shock, when they attempted to take the patient to the unit the patient coded in the cardiac catheterization laboratory and time of death was called. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.